Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 221 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was able to clear alarm but the pump alarmed motor error again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error or motor position encoder error alarms were noted. The motor was tested outside of the device and it passed. The pump passed the self test, unexpected restart and all operating current measurements were normal. No moisture was visible inside the reservoir or inside the pump. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a scratched reservoir tube window.